Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized with a blood glucose of 1400 mg/dl. The patient had been experiencing no delivery alarms prior to and after the hospitalization. Troubleshooting was performed, and the insulin pump passed the prime test. The infusion set was removed, and the cannula was not bent. The patient's wife felt that he was not getting his night time insulin, and has had to treat with manual injections. Advised the caller that the insulin pump passed the testing, and could be having a site related or connection problem with the infusion sets. Advised to change out the entire infusion set. Nothing further was reported.